Event description:
It was reported that the ilet displayed alert 38 for a stalled motor on multiple occasions, the pump was restarted as instructed, and the alert recurred after restart; the device was replaced and the patient used back-up multiple daily injections to manage glucose. Symptoms included hyperglycemia with a reported maximum blood glucose of 500 mg/dl for approximately 12 hours, without ketones and without medical intervention. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of information provided. Investigation of this device revealed a mechanical problem identified with the device consistent with a motor stall during drug delivery. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this device revealed a device motor stall consistent with a drug delivery failure not resolved by priming or rewinding. It was concluded that the device experienced a hardware-related motor stall affecting insulin delivery.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.